Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded error logs confirmed that an alarm was triggered and the device restarted. The system testing performed by the technical service staff could not reproduce the reported faults. The eval resulted in "no fault found". The device was cleaned, serviced, calibrated and tested before returning to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
(B)(4).